Event description:
Sorin group (B)(4) received a report that the filter in the autotransfusion reservoir was broken. The user also noticed the presence of foreign particles in the reinfusion bag. The infusion was stopped. There were no adverse consequences to the pt as a result of the issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures this blood collection set. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the filter in the autotransfusion reservoir was broken. The user also noticed the presence of foreign particles in the reinfusion bag. The infusion was stopped. There were no adverse consequences to the pt as a result of the issue. Particles were seen in the reinfusion bag. There was no reinfusion filter in-line. The infusion was stopped. This medwatch is being filed as a result of this action. The product was requested to be returned for evaluation. No product has been received to date. The investigation is ongoing. A follow-up report will be filed when the investigation is complete. The sorin group instructions for use recommend the use of reinfusion protection devices such as in-line microfilters when infusing blood products.